Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose level was 29 mmol/l. Customer¿s blood glucose at the time of incident was 12.9 mmol/l. Customer¿s blood glucose was with insulin pump. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of high blood glucose event. Based on customer report they did not alleged insulin pump was under delivering. The insulin pump will not be returned for product for analysis.